Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was gouged down to tendon while trying to take a split thickness graft utilizing the dermatome an. The patient was relatively young with thicker skin per surgeon. Depth of 16 thousands of an inch was set on the handpiece, 2 in guard was used, mineral oil was applied. Staff stated that the nitrogen psi was set at 120 psi due to about a 15ft-20ft extension hose being utilized per IFU. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the patient was gouged down to the tendon while trying to take a split thickness graft. The patient was relatively young, with thicker skin per the surgeon. A depth of 16 thousandths of an inch was set on the handpiece, the 2 inch guard was used and mineral oil was applied. The staff stated that the nitrogen pounds per square inch (psi) was set at 120 psi due to about a 15 ft-20 ft extension hose being utilized per the instructions for use (IFU). The customer returned a dermatome an device, serial number (B)(4), for evaluation. The customer also returned a screwdriver, sterilization case and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the dermatome an on february 15, 2018 revealed that the control bar was low on the device. The service technician speculated that this could have been the cause of the gouging. Prior to repair, the device operated within motor speed specifications and was within calibration and side to side specifications at all tested thickness settings. Repair of the dermatome an was performed by zimmer biomet surgical on february 15, 2018 which included replacement of the bearings and setting the control bar to the correct position on the device. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since no testing was able to be performed to try to replicate the reported event. However, during the initial inspection it was noted that the control bar was low on the device. If the control bar is low, the blade will overhang and become the first point of contact of the device. The root cause of the reported event could not be specifically determined with the information that was provided. No testing was able to be performed to try to replicate the reported event. However, during the initial inspection it was noted that the control bar was low on the device. If the control bar is low, the blade will overhang and become the first point of contact of the device. The issue was resolved with the replacement of the bearings and setting the control bar to the correct position. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.